Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service representative replaced both sample needles, performed calibration, checks, and cleanings. The investigation is ongoing.

Event description:
There was an allegation of questionable creatinine results for 1 patient sample on a cobas 8000 c702 module. The initial result was 7 mg/dl, and the repeated result was 0.33 mg/dl. The repeated result was obtained on another module.